Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for underfilling was not observed. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. 5/13/2019 update: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Draw volume testing of the customer samples was performed and all tubes filled to the correct specification. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfilling with the incident lot was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. 5/13/2019 update: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes the tubes are not filling completely to the fill line. Material no. 367886; batch no. 8187725. It was reported that the tubes are not filling completely to the fill line. Bd product number 367886 (6ml dark green top sodium heparin tubes), lot#8187725, are not filling completely to the fill line. Other lot numbers have been reported from other affiliates.

Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # mw5085505. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes the tubes are not filling completely to the fill line. Material no. 367886 , batch no. 8187725. It was reported that the tubes are not filling completely to the fill line. Bd product number 367886 (6ml dark green top sodium heparin tubes), lot# 8187725, are not filling completely to the fill line. Other lot numbers have been reported from other affiliates.